Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record is not required as this is a confirmed complaint. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to (B)(4).

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder had blood leak from the tubing. There was no injury or medical intervention reported.